Event description:
It was reported that the unit would not emit any light and the case was delayed 20 minutes. It was further reported that the unit would not come off standby.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.